Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. There were no reported post-operative complications. Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 19, the implant had lost osseointegration in type ii bone. Clinician reports nerve pain buccally. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. There were no reported post-operative complications. Exemption number: e2015015.

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 19, the implant had lost osseointegration in type ii bone. Clinician reports nerve pain buccally. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.